Event description:
It was reported that during the procedure, a coil got stuck inside the microcatheter and upon retrieval, it pulled the subject coil. No clinical consequence was reported due to this event. No other information was provided. Additional information received on 30-sep-2021 indicating that the patient was not affected as a result of this event and no additional medical intervention was performed. The procedure was completed successfully.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 2 x 4 helical coil that got stuck in the microcatheter and pulled another coil out upon retrieval. Additional information provided by the customer indicated that the patient was not affected as a result of this event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
B5 - executive summary - updated.

Event description:
It was reported that during the procedure, a coil got stuck inside the microcatheter and upon retrieval, it pulled the subject coil. No clinical consequence was reported due to this event. No other information was provided. Additional information received on 30-sep-2021 indicating that the patient was not affected as a result of this event and no additional medical intervention was performed. The procedure was completed successfully.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, a coil got stuck inside the microcatheter and upon retrieval, it pulled the subject coil. No clinical consequence was reported due to this event. No other information was provided.